Manufacturer narrative:
A sample was provided for investigation. The customer's result for elecsys toxo igg was reproducible in regard to elevated results/ high imprecision of this specific sample with elecsys toxo igg. The sample was tested with the lineblot recomline toxoplasma igg test; the sample was negative for toxoplasma igg. An interfering factor against a component of the reagent was found. However, the nature of the interference could not be determined due to the sporadic incidence and the low sample volume. Product labeling states: "in rare cases, interference due to extremely high titers of antibodies to immunological components, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." No further experiments could be conducted due to low sample volume.

Manufacturer narrative:
The customer performed precision testing with the patient sample from 24-sep-2019 and the following toxo igg results were obtained: 0.177 iu/ml, 3.56 iu/ml, 0.130 with a data flag, 0.130 with a data flag, and 0.130 with a data flag. The investigation is currently ongoing. The event occurred in: (B)(6).

Event description:
The initial reporter complained of questionable elecsys toxo igg immunoassay and elecsys toxo igm immunoassay results for 1 patient tested on a cobas 8000 e 602 module compared to an unknown method. This medwatch will cover toxo igg. For information on toxo igm please refer to the medwatch with patient identifier (B)(4). From a sample sometime in (B)(6), the patient had a toxo igm result of "3" or positive. Using an unspecified method, the toxo igm result was negative on (B)(6) 2019 the initial toxo igg result was 3.74 iu/ml and the following 4 results all had the same result of less than the test range. The lower detection limit of the assay is < 0.13 iu/ml. On (B)(6) 2019 the initial toxo igg result was 0.893 iu/ml with a repeat result of 3.49 iu/ml. On (B)(6) 2019 the same patient sample was tested again and a toxo igg result of 0.130 iu/ml with a data flag was obtained. It was unknown if the results in question were reported outside of the laboratory. The cobas e602 serial number was (B)(4).